Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they experienced high blood glucose. Blood glucose reading was 412 mg/dl. The customer treated for their high blood glucose with insulin injection. The customer stated that insulin pump had insulin flow block alarm. Customer alleging insulin pump was under delivering due to insulin pump was showing the basal insulin. Customer stated that insulin pump passed displacement test and hp test. The insulin pump will not be returned for analysis.